Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was admitted to the emergency room (ER) with an elevated blood glucose (bg) level of 510 mg/dl. The customer was treated via insulin, and released later that evening. The customer's contact is unaware of what caused the incident (whether it was related to the alarms, or something else). The customer will continue to monitor the pump and call back if additional assistance is needed.